Manufacturer narrative:
The events occurred on (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twelve (12) to fifteen (15) 2000ml exactamix eva (ethyl vinyl acetate) bags were leaking around the port. The leaks were discovered prior to hanging on the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information :. The lot number was manufactured between august 09, 2018 - august 10, 2018. The actual devices were not available; therefore, a device analysis could not be completed on the actual samples. However, six (6) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak at the spike port cap from the base of the spike port tubing of all samples. The reported condition was verified on the companion samples. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.